Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior venacava (ivc) using a rotating hemostasis valve (rhv) packaged with the lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12) and an indigo system separator 12 (sep12). During the procedure, the rotor cap of the rhv broke off while the sep12 was being taken out of the cat12 and the hospital staff was unable to put it back. Therefore, the rhv was removed. The procedure was completed by directly connecting the cat12 to the engine for aspiration. There was no report of an adverse effect to the patient.